Event description:
The customer reports: "the catheter filters through the site where the body was initially located (hard / soft area) and had already reported similar events".

Manufacturer narrative:
(B)(4). Correction to section h.10. The customer did provide a lot number and a DHR was performed on the lot number reported. No relevant findings were identified.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: "the catheter filters through the site where the body was initially located (hard / soft area) and had already reported similar events".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "the catheter filters through the site where the body was initially located (hard / soft area) and had already reported similar events".